Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. The hc device was in use at the time of death. It was not reported if the pt was hospitalized prior to death or if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device manufacturer date was corrected to 12/30/2002. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review was performed and no issues were found related to the reported problem. A review of the device service history found that the device had been last serviced more than a year ago. A review of the devices logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The device was received for evaluation. Visual inspection found no physical damage. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device did not meet the baxter specifications upon arrival, thus repair was required. The device passed all check and calibration tests successfully during service. The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.